Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ catheter leaked where the heparin med line connected to the transducer. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on the transducer set of the patient's pa line (cvc selected due to lack of options, but this was a transthoracic pa catheter), where the med line with the heparin 1:1 connects to the transducer was leaking continuously."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ catheter leaked where the heparin med line connected to the transducer. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on the transducer set of the patient's pa line (cvc selected due to lack of options, but this was a transthoracic pa catheter), where the med line with the heparin 1:1 connects to the transducer was leaking continuously."